Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a tube lifter to correct the reported problem in the area of the pipette assembly. A plunger clamp, tip clamp and lld contact spring were also replaced. The instrument was inspected, tested without further problem and returned to service.

Event description:
Tubing dislocated from cartridge that feeds into pca pump.